Event description:
It was reported that the left ventricular (lv) lead had low impedance, no threshold and no capture. It was noted that at the site of the sleeve it was visually found that there was constriction at the lead. It was also reported that the implantable cardiac defibrillator (ICD) battery voltage was lower than expected after nine months of use. The lv lead and ICD were explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and the inner insulation was breached from abrasion. It was noted that the outer insulation had cosmetic environmental stress cracking, the distal conductor had blood (not obstructed) and the proximal conductor was distorted. The analyst commented that it cannot be determined exactly when or how the proximal conductor was distorted at 22.5 centimeters, where the insulation breach occurred. Due to the results of the save to disk analysis and the observed breach, it is assumed this happened at implant or in-vivo, not at explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. (B)(4) no anomalies found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.